Event description:
The customer reported a system error resulting in a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard disk drive was evaluated and reformatted. The system was tested, found to be working as intended and returned to service.